Manufacturer narrative:
Age at time of event: 18yrs or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18yrs or older. (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood and contrast in the inflation lumen and the balloon. The device was soaked in a water bath for four days to loosen the contrast material and blood. Microscopic inspection of the device revealed tip damage and a pinhole leak at the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.